Event description:
It was reported that a button broke on the device. One button broke off (fractured by the connectors) the appliance the same day they received and wore it. Gums were really extended and hurting patient. No reports on how the device was being cleaned or maintained.

Manufacturer narrative:
The complaint device has been returned and the investigation is currently ongoing. The root cause has not been identified. Once the returned device has been evaluated, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results the product was returned in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was clear and transparent. General cleanliness - the returned device appeared to be clean, free of debris or foreign particles. It was observed that an anchor and connector was not attached to the device. Root cause description per the reported information, the anchor was fractured by the connectors. A potential root cause could be that the connector was not placed on the device properly which could have affected how the connector and anchor were attached together. It was also reported that a portion of the device was extended. This could have been due to where the model was not made properly which could have created a fit issue. Additional information: d9. The manufacturer internal reference number is (B)(4) .